Event description:
It was reported that during installation, it was observed that the device was heated excessively and did not turn. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received mentioned that the device was heated excessively in less than a minute. The device was being run at 3500 rpm in oscillation mode. Irrigation was being used at 50 cc/min.

Manufacturer narrative:
H6: previous codes b17 and c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3:analysis of the device found that the thumbwheel was stuck and overheating was not confirmed after incoming test as the temperature at gear, motor and bearing was found to be 86 fahrenheit, 84 fahrenheit and 84 fahrenheit. The collet nut had to be cut to remove. The device was internally contaminated due to saline and the thread housing was damaged. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g04063 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During analysis of indigo drill handpiece, it was observed that the pre-repair temperature check performed after 1 minute of use at gear was 86 fahrenheit, motor temperature was 84 fahrenheit and bearings was 84 fahrenheit. This was within specification (118 fahrenheit).